Manufacturer narrative:
A maquet field service technician was on site, investigated the unit in question and performed functional tests without any malfunction. The reported issue was not reproducible during service. Therefore, no correction is available, all tests were performed successfully.

Event description:
(B)(4).

Event description:
Description from the customer: "I was notified on (B)(6) via text message with photo that block is set at 2/3 but they say it's pretty big and restricts flow. They dropped settings to 1/3 and it corrected itself once the block started to melt." This issue occurred before use on a patient. (B)(4).

Manufacturer narrative:
The complaint was reported to technical service department (B)(4). The suggestion was made to the customer to diminish the ice block settings to 1/3 which they had already done. A maquet field service technician will investigate the unit. A supplemental medwatch will be submitted as soon as additional information becomes available.